Manufacturer narrative:
Device not returned.

Event description:
It was reported that an asymptomatic patient presented for an initial device implant. During the procedure, the right atrial lead was found to be unstable. Lead dislodgement was noted. The lead was removed. The patient tolerated the procedure well and was in stable condition after the procedure.